Manufacturer narrative:
Cynosure's clinical team investigated the event and determined user error was involved. Per cynosure clinical: cause of symptoms experienced is likely inadequate extensive tunneling. For the procedure to work reliably and to prevent tethering, the key is to place the suture directly on the muscle and making sure the skin is adequately separated from it. The suture may have been placed intradermally which would explain the dermal redness and tethering. Patient was given doxycycline, cephalexin, and bactrim as preventative medication. On (B)(6) 2024 site updated cynosure with information that patient received medical intervention by having the suture removed. This is a reportable adverse event due to patient receiving medical intervention.

Event description:
On may 9, 2024, site reported that patient experienced inflammation and induration along the suture line following myellevate procedure on (B)(6) 2024. On (B)(6) 2024, site notified cynosure that patient had suture removed by a different plastic surgeon.